Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("endometriosis") and giant cell tumour of tendon sheath ("giant cell tumour") in a 25-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included vaginal discharge and gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included giant cell tumor of tendon sheath, pyelonephritis, endometriosis, irregular menstrual cycle, itching, bloating, paratubal cyst and nausea. Concomitant products included naproxen from 2015 to 2016, omeprazole from 2007 to 2010, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) from 2015 to 2016 and progesterone (progesteron) from 2010 to 2012. In 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), ovarian cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain") and was found to have giant cell tumour of tendon sheath (seriousness criterion medically significant). The patient was treated with surgery (ablation, hand surgery, type of surgery: laparoscopic surgery to remove endometriosis, and to remove the essure implant). Essure was removed in 2017. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the menorrhagia, endometriosis, giant cell tumour of tendon sheath, ovarian cyst, dysmenorrhoea, dyspareunia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, giant cell tumour of tendon sheath, menorrhagia, ovarian cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs date(s) of insertion: (B)(6) 2010. Date(s) of removal: (B)(6) 2013 hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number added. Reporter's information added. Patient's demographics added. Added event abnormal bleeding (vaginal, menorrhagia), endometriosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, lower abdominal pain, giant cell tumor and plaintiff does not undergo essure confirmation test. Historical drug, historical condition, concomitant condition, concomitant drug were added. Updated outcome of events "vaginal bleeding" and "lower abdomen pain". Updated onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("endometriosis") and giant cell tumour of tendon sheath ("giant cell tumour") in a 25-year-old female patient who had essure (batch no: 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included vaginal discharge and multigravida. Previously administered products included for an unreported indication: mirena. Concurrent conditions included giant cell tumor of tendon sheath, pyelonephritis, endometriosis, irregular menstrual cycle, itching, bloating, paratubal cyst and nausea. Concomitant products included naproxen from 2015 to 2016, omeprazole from 2007 to 2010, oxycodone hydrochloride;paracetamol (percocet) from 2015 to 2016 and progesterone ("progesterone") from 2010 to 2012. In 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain") and was found to have giant cell tumour of tendon sheath (seriousness criterion medically significant). The patient was treated with surgery (ablation, hand surgery, type of surgery: laparoscopic surgery to remove endometriosis, and to remove the essure implant). Essure was removed in 2017. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the menorrhagia, endometriosis, giant cell tumour of tendon sheath, ovarian cyst, dysmenorrhoea, dyspareunia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, giant cell tumour of tendon sheath, menorrhagia, ovarian cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs date(s) of insertion: on (B)(6) 2010. Date(s) of removal: on (B)(6) 2013 hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("I was told that my essure device would be removed because of its location"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), endometriosis ("endometriosis") and giant cell tumour of tendon sheath ("giant cell tumour") in a 25-year-old female patient who had essure (batch no: 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included vaginal discharge and multigravida. Previously administered products included for an unreported indication: mirena. Concurrent conditions included giant cell tumor of tendon sheath, pyelonephritis, endometriosis, irregular menstrual cycle, itching, bloating, paratubal cyst and nausea. Concomitant products included naproxen from 2015 to 2016, omeprazole from 2007 to 2010, oxycodone hydrochloride;paracetamol (percocet) from 2015 to 2016 and progesterone (progesteron) from 2010 to 2012. In 2007, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), pelvic pain ("pain (left sided pain)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain") and was found to have giant cell tumour of tendon sheath (seriousness criterion medically significant). The patient was treated with surgery (ablation, hand surgery, partial hysterectomy and type of surgery: laparoscopic surgery to remove endometriosis,). Essure was removed in 2017. At the time of the report, the device dislocation, menorrhagia, endometriosis, pelvic pain, giant cell tumour of tendon sheath, ovarian cyst, dysmenorrhoea, dyspareunia, vulvovaginal pain and abdominal pain lower outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, giant cell tumour of tendon sheath, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs date(s) of insertion: on (B)(6) 2010. Date(s) of removal: on (B)(6) 2013 hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: plaintiff fact sheet received. Event pelvic pain & device dislocation were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and cyst ("cysts"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2017. At the time of the report, the abdominal pain and cyst outcome was unknown. The reporter considered abdominal pain and cyst to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.